Event description:
According to the reporter, during a right inguinal hernia - laparoscopic procedure, the device did a loud noise when firing and then it would not fire. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.